Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error.

Manufacturer narrative:
(B)(4). The device will be returned for analysis. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during sterilization the instrument was found to be fractured. There was no patient involvement.